Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. Unable to perform the occlusion test due to the compromised force sensor system error alarm. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had a missing end cap sticker, a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 50 mg/dl at the time of the incident. The customer was hospitalized for heart issues. The customer did not provide the time and date of the hospitalization. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.